Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) event with a highest blood glucose (bg) of 351 mg/dl. The user paused insulin delivery when noticing downward arrows, fearing a low, and later attempted to overcorrect with ice cream and sugar tablets while still above 300 mg/dl. The agent educated the user on proper meal announcements and the risks of overtreating perceived lows. The ilet delivered corrective insulin, and blood glucose (bg) trended down from 273 mg/dl to 223 mg/dl by the end of the call. At follow-up on (B)(6) 2025, blood glucose (bg) was 113 mg/dl. Blood glucose (bg) was corrected. No symptoms, outside assistance, or medical intervention were reported.